Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
A patient reports while wearing a pod between 4 and 24 hours they had scarring all over their stomach from a reaction to the pod's adhesive. The patient reports multiple pods after the past 2 months have caused scaring from the pods adhesive. The patient reports when removing pods they use alcohol wipes and during initial application they apply itching cream at the pod infusion sites.